Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Detailed information about the circumstances of the circuit leakage was not provided. No tube melting or charring was detected. The entire circuit was leak tested per iso standard 5367:2014, annex "e", which states that at a constant air pressure of 60 +- 3 cmh2o, the leak rate shall not exceed 30 ml/min. The quantitative leakage value was recorded at 5 ml/min. While the complaint of "leaking" has been confirmed, per iso 5367:2014 the leak rate is well under the allowable 30 ml/min for neonate circuits. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. However, per iso standard 5367:2014, annex "e", the leakage is well under the allowable quantitative value of 30 ml/min as specified by the standard. No further action required.

Event description:
Customer reported the circuit would not pass the pre-test check until the column was changed out. No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the circuit would not pass the pre-test check until the column was changed out. No patient involvement reported.